Manufacturer narrative:
Additional information: according to the information received from the field a technical implant failure seems likely. However, to determine an exact root cause a device investigation of the explanted device is necessary. Further technical checks are considered but no date has been scheduled yet.

Event description:
The user came to the clinic reporting that she was not able to hear sounds with the device since the beginning of may 2023. Further medical steps are currently unknown.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user came to the clinic reporting that she was not able to hear sounds with the device since the beginning of (B)(6) 2023. Further medical steps are currently unknown.